Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Corrected section: d10, h6-device code changed to 1198. The device was returned to the factory for evaluation on 02/13/2025. An investigation was conducted on 03/13/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or intact silicone insulation. An electrical evaluation was conducted. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No further testing was conducted. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was observed. A manufacturing engineer evaluation was requested. A manufacturing engineer evaluation was conducted on 04/11/2024. The complaint was not confirmed. The complaint device did show signs of clinical use. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy was being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. Wet gauze was placed in between the jaws and every time the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position there was visible steam which indicated there was energy being delivered to the jaws. Based on the returned condition of the device as well as the evaluation results and the engineer evaluation results, the reported failure, "electrical /electronic property problem¿ was not confirmed. A lot history record review was completed for lots 3000449047, 3000442871, and 3000444131 the last 3 lots shipped to the account prior to the event/aware date. For lots # 3000449047 and 3000444131 . There was an ncmr , rework, or deviation documented for the lot numbers shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Lot # 3000442871, there were no ncmrs, rework, or deviations documented for the lot number shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting case using vasoview hemopro 2, after the initial dissection part of the case the client started the next phase of bisection energy was not applied to vessel through the bi-sector. They tried other generator and cords and none would work. So they opened another kit. This second kit worked appropriately. There was minimal delay trouble shooting and then opening a second evh kit. No injury or harm to patient.